Event description:
Information was discovered by millyard advanced medical products, llc by way of a technical investigation completed on 31-mar-2025. Despite no report of death or serious injury, this information is being reported out of an abundance of caution. The patient reported cassette problem and excessive noise alarms on pump s/n (B)(6) with remote s/n (B)(6) and pump s/n (B)(6) with remote s/n (B)(6). It was also communicated that there was difficulty completing a self-test on both systems. The excessive noise alarms on pump s/n (B)(6) were reportedly resolved with battery exchanges. Replacement systems were sent, and no adverse side effects were reported. No cassettes were returned to millyard for investigation. Logs from remote s/n (B)(6) for pump s/n (B)(6) revealed cassette problem alarms indicative of a cassette being removed during startup testing. During investigation, the pump was disassembled, and evidence of fluid ingress was observed. A test delivery could not be initiated due to the confirmed ingress, consistent with the reported difficulty completing a self-test. Fluid ingress was determined to be the root cause of the event. Logs from remote s/n(B)(6) for pump s/n (B)(6) revealed cassette problem, pump error, and excessive noise alarms indicative of a sensor issue and a valve leak. During investigation, the pump was disassembled, and evidence of fluid ingress was observed. A test delivery could not be initiated due to the confirmed ingress, consistent with the reported difficulty completing a self-test. Fluid ingress was determined to be the root cause of the event. The cause of the fluid ingress into the pumps could not be conclusively determined through the evaluation of the returned material; however, both systems functioned within specification as they alarmed accurately and entered a failsafe state after alarming.

Manufacturer narrative:
This case was initially assessed as not MDR reportable. Upon completion of investigation of returned product, the findings of the investigation changed the MDR reportability decision to reportable. Millyard considers the date that the investigation results were finalized (31-mar-2025) as its awareness date.